Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12atm upon second inflation and was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and patient condition was good post procedure.